Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error, external ram crc error, and unexpected restart alarms. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised against using the pump, but states they would be holding on to the pump for now.